Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00560.

Event description:
It is reported the "new" pectus support bars have "sharper teeth" this year. When the surgeon compares the new bars to the older bars, she notices ridges of the older bars are less shallow than those of the newer bars. The surgeon advises that when she inserts the bars, they are "catching and tearing" on the pleural and intercostal muscle every time as well as the pre-pericardial sac some of the times. To prevent this, she makes an additional incision on the left side of the chest, inserts a camera, and uses forceps to grab the bar as it is inserted and guide the bar through to make sure it doesn't catch any tissue. This adds about ten minutes to her procedures. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This medwatch report (0001032347-2018-00561) was submitted in error; the surgeon provided a picture of the 01-3707 as a comparison to the "newer" bars she feels are sharper. There is no allegation against the device in this report. No additional reports will be submitted. The event is captured in medwatch report 0001032347-2018-00560 and any additional reports will be submitted under this report number. The following sections were updated: date of this report, date received by manufacturer, type of report and follow-up number, follow-up type, additional narratives/data. The following sections were corrected: brand name corrected from pectus system 7" pectus support bar to n/a, catalog number corrected from 01-3707 to n/a, unique identifier (UDI) # corrected from (B)(4) to n/a. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00560-1.